Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use, documentation, and specifications was performed. A visual inspection of the returned device was also conducted during the investigation. One used ncircle tipless stone extractor was returned for evaluation. The device was returned with only half of the basket wires, the other half were not returned. A visual examination noted that one loop of wire is still attached to the distal cannula and one loop is missing. The device was returned with the unidex handle (udh) in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) was found to be loose to the touch. The support sheath and the basket sheath are still adhered. The polyethylene terephthalate tubing (pett) measured 2.5 cm in length. A functional test noted the udh handle does actuate the basket formation. The device has met resistance beyond its intended design. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were identified during manufacturing that would cause or contribute to this specific failure mode. A review of complaint history revealed there have been no other complaints associated with this complaint device lot number 7818891. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause of this event is related to product use or handling related. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during an intended ureteroscopy procedure, the physician noticed that tip of an ncircle tipless stone extractor basket broke when he was trying to take the stones out of patient¿s body. The physician completed the procedure by using new basket. No unintended section of the device remained inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.